Manufacturer narrative:
Philips has investigated this complaint. Fse inspected the system onsite and confirmed that the system did not turn on properly. Upon troubleshooting, fse found there was no communication with flex vision pc. Later, fse noted that the equipment cupboard air conditioning was failed. To resolve this issue fse replaced flex vision pc in another case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion 7 m12 system was not turning on properly, was missing app options and was slow to reboot. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.